Manufacturer narrative:
Pump error 63 alarm (variable info=3) confirmed in the device history and during self test due to broken trace. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly and hardware low level failure alarm. Customer's blood glucose value was 7.7 mmol/lat the time of the incident. The customer also reported that no difference was noted between level 1 and 5. The insulin pump will be returned for analysis.